Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that brown colored foreign matter was found on the inner wall of the syringe 50 pf convenience tray europe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: on the inner wall of a bd perfusion syringe 50 ml without cannula, batch 1811355 (expiration 10/2023), we found two brownish coloured contaminations.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: one sample and one photo were provided to our quality team for investigation. Through visual inspection, brown matter can be observed on the barrel. It was determined the spots were embedded polypropylene material which can generate during the molding process. A device history review was performed for reported lot 1811355, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Machines routinely undergo proper maintenance and cleaning according to procedure. Injection machines are ran before use to remove any loose particles, rejecting the first few molded pieces. While we could not identify a direct issue, it was determined this incident likely occurred due to a failure in the injection machine, getting injected into the mold and become embedded within the barrel. Manufacturing personnel have been made aware of your experience to increase awareness of this matter.

Event description:
It was reported that brown colored foreign matter was found on the inner wall of the syringe 50pf convenience tray europe before use. The following information was provided by the initial reporter, translated from german to english: on the inner wall of a bd perfusion syringe 50ml without cannula, batch 1811355 (expiration 10/2023), we found two brownish coloured contaminations.